Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl. Customer¿s blood glucose level came down to 110 mg/dl. The customer reported that they received calibration not accepted, change sensor. Customer was sick. Customer declined troubleshooting for high blood glucose. Customer assisted with troubleshooting with confirmed username and resetting password. The insulin pump will not be returned for analysis.